Manufacturer narrative:
UDI= (B)(4). Event date: (B)(6) 2016.

Event description:
A report was received that the patient was experiencing pain at the bottom of the generator site that started after a diagnostic procedure. It was noted that there was pain whether the stimulation was turned on or off. The physician did not believe that the pain was caused from the stimulator or the diagnostic procedure but believed that it might be a new pain area. The physician would be doing injections to the patient's back and if this would not alleviate the pain, the physician will consider a revision.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing pain at the bottom of the generator site that started after a diagnostic procedure. It was noted that there was pain whether the stimulation was turned on or off. The physician did not believe that the pain was caused from the stimulator or the diagnostic procedure but believed that it might be a new pain area. The physician would be doing injections to the patient's back and if this would not alleviate the pain, the physician will consider a revision.